Event description:
Complainant alleged that during training/inservice by facility staff, the device displayed a "defib fault 78" message. The complainant indicated that there was no patient involvement in the reported malfunction.